Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4) . A sorin group field service representative was dispatched to the facility to investigate. A complete functional verification was performed on the involved device. However, the technician was not able to reproduce or to confirm the reported malfunction. The device worked within specification during testing. The service representative placed the device back into service. A review of the DHR did not identify any deviations or non-confromities relevant to the reported issue. This is a known issue and a root cause investigation ((B)(4)) has already performed. Evaluated on site by sorin service rep.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater cooler system 3t. The incident occurred in (B)(6). This medwatch report is filled on behalf of sorin group (B)(4). Sorin group received a report that the 3t heater/cooler would not warm up. No error codes were reported. It was also reported tha the unit was changed out and the procedures was completed with no harm to the patient. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the 3t heater/cooler would not warm up. No error codes were reported. It was also reported that the unit was changed out and the procedure was completed with no harm to the patient.